Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Based on the information and investigation provided to abbott, the reported event was confirmed, and the root cause was isolated to the cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. A CAPA is related to this complaint investigation. The issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During a hybrid atrial fibrillation procedure, there was an optical issue with the tactisys quartz system, resulting in cancellation of the procedure. When setting up the ensite precision mapping system, there was no contact force on the tactisys quartz system. The system was already validated with a tacticath ablation catheter, but it was noted there was no connection with the tactisys quartz system. It was noted that the tactisys quartz system status light was red. The tactisys quartz system was restarted multiple times, but the issue did not resolve. It was confirmed that the correct serial number was set up with the case. Another tactisys quartz system was then set up with the same serial number. The tactisys quartz system was started up normally, but there was no connection to the ensite precision mapping system. The utp cables were exchanged, and the tactisys quartz system was directly connected to the data port of the ensite precision mapping system with no resolve. The procedure was then stopped. Later, after the procedure, the second tactisys quartz system was able to be successfully connected to the ensite precision mapping system.